Event description:
The event occurred in (B)(6). It was reported that the "txrx error" and "reference error" occurred on the rotaflow console during use, however, the device has not been stopped. The device was not exchanged after the error messages occurred. The customer weaned the patient from the device. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in (B)(6). It was reported that the "txrx error" and "reference error" occurred on the rotaflow console during use, however, the device has not been stopped. The device was not exchanged after the error messages occurred. The customer weaned the patient from the device. No harm to any person has been reported. The affected rotaflow console with s/n (B)(6) was investigated by a gertinge field service technician and the reported failures could be reproduced. The mcp00702707#flow measure board for rfc (article number 701011681) and the mcp00702711#power supply board for rfc (article number 701011675) has been replaced. After the replacements the device is working as intended and is back in use. A similar complaint was investigated for the reported failure "txrx error" in getinge life-cycle-engineering (lce). The reported failure was caused most probably by a short circuit on the capacitor c2 on the flow measure board. A similar complaint was investigated for the reported failure "reference error" in getinge life-cycle-engineering (lce). The reported failure was caused most probably by an defect capacitor c44 on the flow measure board, which led to a reduced resistance in the +12v supply voltage. This triggered the fuse f2 on the power supply board. The control system therefore released the error messages "reference error". Based on the investigation results the reported failures "txrx error" and "reference error" could be confirmed. The review of the non-conformities was performed on 2023-08-04 and during the period of 2018-05-15 to 2023-08-04 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The affected rotaflow console was produced in 2018-05-15. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.